Event description:
During the fitting for a (B)(6), male, patient, a patient service representative (psr) contacted zoll customer support to report the battery charger/modem she was using was powering on intermittently. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The pins were recessed in the power brick connector. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The patient was provided with a replacement charger.